Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor gel barrier separation of a sample and fibrin strands in 15 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received photos for investigation, and a total of 6 images were evaluated. The evaluation indicated fibrin strands in the serum and poor barrier separation. Additionally, 100 retained samples were visually inspected, and no additive defects related to fibrin or poor barrier separation were found. The complaint has been confirmed for the indicated events: poor barrier separation and fibrin. Complaints for sample quality were not under statistical control for the month of october 2025. Therefore, factors that may contribute to fibrin, poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mod, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. Bd has initiated root cause investigation through corrective and preventative action. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor gel barrier separation of a sample and fibrin strands in 15 devices. No adverse impact was reported regarding the patient or user.